Manufacturer narrative:
Due to no product returned, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. If relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Event description:
It was reported that the plastic knot was stacking inside. The second implant was not fired properly and stayed in the shaft. The device remained intact, there were no broken pieces. No patient injuries were reported.